Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. Tracking number (B)(4) initial report sent to FDA on 12 jul 2013. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure type: urogynecological. According to the reporter: the patient alleged injury.

Manufacturer narrative:
Additional information section a5 a & b, b5, b7 correction section g and h6. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The indication for implantation of transvaginal mesh in this patient is symptomatic cystourethrocele. The postoperative complications that this patient developed following transvaginal placement of surgical mesh in 2007: underwent anterior repair with pelvicol implant under general anesthesia. Complications post pelvicol implant: in 2010: leakage of urine, pain anteriorly during sexual activity ¿ tension near the right periurethral area indicating maybe placement of the sling which is a little bit low and this is where she had the pain ¿ dyspareunia and urinary stress incontinence ¿ trying to use kegel comb and given enablex sample to try. In 2012: had leakage with cough, sneeze, laugh, intercourse has been painful and feels that something tender was getting hit inside, symptoms of recurrent uti, urgency and frequency, occasional urge incontinence, bladder problems. On exam moderate cystourethrocele noted, there was tenderness of the bladder, uterus ¿ moderate tenderness, 1st to 2nd degree prolapse noted. Assessed with mixed urinary incontinence, incomplete uterovaginal prolapse, dysuria, dyspareunia. On elavil with no improvement. Stop elavil and start neurontin 100 mg, cymbalta. Planned for tot procedure.

Manufacturer narrative:
Per FDA request, this report was electronically resubmitted. Tracking number: (B)(4). Supplemental MDR# 01 sent to FDA on 18 sep 2013 exemption number: (B)(4) covidien is submitting this report on behalf of c.r. Bard, inc., (importer). Bards tracking number: (B)(4) medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.